Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of the architect toxo igg reagent lot 61398be00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Historical performance of the architect toxo igg reagent in the field was reviewed using data gathered via abbottlink from customers worldwide. The patient median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. There was no issue with reagent performance identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect toxo igg reagent lot 61398be00.

Event description:
The customer observed false reactive architect toxoplasmosis igg results on one pregnant patient. The results provided were: on (B)(6)2024, sid (B)(6) initial=22.4 iu/ml (> or = 3.0 iu/ml=reactive) /previous history=nonreactive (no actual results provided) /repeated on (B)(6) 2024=0.1 iu/ml (< 1.6 iu/ml=nonreactive). Additional information provided: toxo igm=0.05 index; hiv=0.07 s/co; chagas=0.04 s/co; hbsagq=0.24 s/co there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive architect toxoplasmosis igg results on one pregnant patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial=22.4 iu/ml (> or = 3.0 iu/ml=reactive) /previous history=nonreactive (no actual results provided) /repeated on (B)(6) 2024=0.1 iu/ml (< 1.6 iu/ml=nonreactive) additional information provided: toxo igm=0.05 index; hiv=0.07 s/co; chagas=0.04 s/co; hbsagq=0.24 s/co there was no reported impact to patient management.